Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Patient alleges loss of cartilage in their shoulder, resulting in severe pain and discomfort in their shoulder, loss of use and function of their shoulder and arm, and requiring shoulder replacement. Patient alleges that the use of the pain pump was a contributing factor in causing these injuries.